Event description:
It was reported that the patient passed out and presented with no capture or sensing in the bipolar configuration. An x-ray confirmed subclavian crush. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.